Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 1 year, 41 days. A full evaluation of the device could not be conducted as the device remains in use. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke and neurologic dysfunction as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was at home, when suddenly had signs and symptoms of a stroke. The 911 was called and the patient was transferred to the local hospital emergency department where the patient was obtunded and emergently intubated upon arrival. The patient had computed tomography (CT) scan of the head that showed a large hemorrhagic bleed with uncal herniation and midline shift. The last reported inr was 2.7 on (B)(6) 2017. The CT scan was read as a ¿wet read¿ and the findings were reported to the neurosurgeon that revealed large right parietal intracranial hemorrhage with greater than a centimeter midline shift. There appeared to be effacement of the cisterns with subarachnoid blood. The patient was evaluated by neurosurgery and upon exam still had positive pupil reflex. The patient was given kcentra for anticoagulation reversal. The patient went for an emergency right frontotemporal craniotomy, decompressive hemicraniectomy, and evacuation of parietal intracranial hemorrhage. The follow up on (B)(6) 2017 demonstrated the patient was awake and speaking, but flaccid paralysis as noted to left upper and lower extremities. No additional information was provided.